Event description:
Based on additional information was received on 26-mar- 2018 from a physician, this case initially assessed as non-serious was upgraded to serious as the non-serious event of pseudosepsis was updated to serious (seriousness criteria: required intervention). This unsolicited case from (B)(6) was received on 08- mar-2018 from the physician. This case a female patient of unknown age who experienced pseudosepsis (latency: 2 days) after receiving treatment with synvisc one injection. No relevant medical history, past drugs and concurrent condition was reported. Patient had no concomitant medications. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection (dose, frequency: not reported) for gonarthrosis. On (B)(6) 2017, 2 days after starting treatment with synvisc one, the patient experienced moderate pseudosepsis. On (B)(6) 2018, the patient recovered from the event of pseudosepsis. The patient underwent lavage. It was reported that the lavage was not unexpected. It was reported that the reported pseudosepsis was not related to pre-existing patient's condition. Corrective treatment: lavage. Outcome: recovered/ resolved. A product technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention reporter causality: associated (yes) additional information was received on 12-mar-2018. Investigation results were added. Clinical course was updated. Text was amended accordingly additional information was received on 26-mar-2018 from a physician. This case initially assessed as nonserious was upgraded to serious as the non-serious event of pseudosepsis was updated to serious (seriousness criteria: required intervention). Start date and indication for the suspect product was added. Event details (start date, stop date, corrective treatment and outcome) for the event of pseudosepsis were updated. Reporter causality was added. Clinical course was updated and text was amended accordingly.